Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a molding defect occurred during use with a bd vacutainer® k2e plus blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 1ea tube shield has molding defect and cause to no draw."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect occurred during use with a bd vacutainer® k2e plus blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 1ea tube shield has molding defect and cause to no draw."